Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Patient: 175cm. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician noticed that during the stage of artery location, blood flow through the angio-seal device drip hole was very slow, like leakage. There was no pulsed blood flow during the time that he inserted the sheath system into the artery. He removed the locator and he set the anchor by clicking. When he tried to pull back, the device went out the patient. Blood leakage from patient's artery was managed manually and the patient was treated without any other problems. The patient was treated for a percutaneous transluminal coronary angioplasty (ptca). There was no harm to the patient. Additional information was received on 27feb2020. A 6fr sheath was used. A pre-deployment angiogram was performed. The patient's condition was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.